Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient has a lack of acceptable therapeutic outcome. It was stated that the patient is feeling depressed and that it is unknown if there are any environmental or external factors that could have led to the issue. The patient provided various program changes with dates and symptoms to the hcp, listed as follows. On (B)(6) 2016 group b created (interleaved), voltages set to left 2.7 and right 2.7, and results less than optimal. On (B)(6) 2016 reduced voltages to left 2.3 and right 2.3, results less than optimal. The patient also tried taking only 25/250 mg carbidopa/levodopa instead of 375 which did not help. On (B)(6) 2016 gave up on group b and switched to group c. Voltage at 2.3 and 2.3, uncomfortable so reduced to 2.1 and 2.1. Result was less than optimal with the patient needing to take 5th and some days 6th doses instead of prescribed 4 doses of medication. On (B)(6) 2016 increased voltages to 2.3 and 2.3 on group c. As a result within 24 hours went from feeling generally content with life, to feeling sad, then feeling like crying, then crying, and then wanting to kill themselves. The patient was able to call their spouse who came home and reduced voltages to 2.1 and 2.1. At that point they could feel the tension ease. The next day the depression was gone. The patient emphasized that this episode of depression was more serious than the depressed feelings reported in (B)(6) 2015. For this event they went "full steam ahead" into depression. It was stated that if the feelings from (B)(6) had continued for another 6-12 hours their spouse would have found them "swinging from a rope in the garage." The patient has reported depression at other voltage levels and settings but nothing like what occurred in (B)(6). The patient noted this has nothing to do with a "final exit," and may choose their time of "exiting" when their condition worsens to the point that they are not contributing and have become a care-burden to their family. They do not want to "exit" because an implant setting made them depressed. It was further reported that almost immediately after taking a dose of sinemet they had a tremor in their right hand, toe cramping (curling not extending) in left foot, and freezing at start of walking and during walking. The patient's freezing is now in their entire body, and not just their feet being rooted to a floor, they are "like a statue." It was stated that the patient also has difficulty walking, even after they "un-freeze." The patient measures their stride in inches of baby steps. Some days they can advance their right foot only an inch or two and then drag their left foot to catch up. This difficulty in walking is also causing them to fall when their feet stutter in place "sort of like the roadrunner or coyote when they wind up at the start of running." The patient cannot stop their feet and the forward motion throws their balance off. They aim to stop the fall by grabbing an object but sometimes miss. The patient also gets neck cramping, usually after the sinemet is "on" and the tremors and freezing have stopped. It was also indicated that during periods of stress it can take up to 2 hours for the sinemet to go "on," and if they are "on" when stress hits they go "off" precipitously. Otherwise the sinemet goes "on" in about 15-40 minutes. Their first dose of 1.5 x 25/250 lasts from 2.5 to 3.0 hours, the second dose lasts 3.0 to 3.5 hours, the third dose lasts 4 hours, and the fourth dose depends on when they nap and for how long. They may need a fifth dose if they stake awake during the evening. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.